Manufacturer narrative:
(B)(4) . Date sent: 11/9/2016. Per the surgeon in the video notes: we propose revision of sleeve gastrectomies into gastric by-passes for distal acute leaks as an option in selected cases. Video provided shows information of the patient, then a green cartridge reload was observed with the left side damaged as if it was clamped over a hard object. Staples protruding can be seen along the cartridge. An x ray of the operation shows the finding of an apparently inflamed intestine. A couple of x rays were shown again, there is no information on that due to the images were blurry. Surgery begin at 1.07 mark, instruments were seen on tissue manipulation. Two green cartridge reloads were used, cut and staple line can be seen performed as intended. Harmonic devices were used to cut and drill the tissue, and then a blue cartridge is used to join the tissue, bleeding is observed, suture is placed to avoid the bleeding. Continuing with the surgery, again harmonics devices were used, and a green cartridge reload was used and suture was placed is used over the tissue. Finally a white cartridge reload was used; cut and staple line were performed as intended. Based on the video alone the event described is confirmed, unfortunately there is not enough evidence in the video to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a review of an online video, a potential product complaint was identified. The video describes a revision of a sleeve gastrectomy to gastric bypass for acute leak. Per the surgeon in the video notes: we present the case of (B)(6) female patient bmi (B)(6) that underwent a sleeve gastrectomy. We used a 36 bougie and during the second application of the stapler with a green load a malfunction of the stapler occurred leaving an unstapled defect of 2cm. With no gastric tissue enough to the re- application of the stapler, we decided to complete the sleeve gastrectomy and repair the defect by suturing it in two layers with the bougie in place. The patient was discharged on post-operative day three in good condition after a normal contrast swallow, tolerating liquid by mouth. She was admitted again due to left shoulder pain, fever and abnormal liquid through the drainage. Cat scan showed a big defect in the distal portion of the sleeve with a significant leak of contrast and big liquid sub-phrenic collections. Our video shows the reoperation with the finding of dense adhesions and upper abdomen peritonitis, with significant purulent collections in both sub-phrenic spaces. After dissecting the adhesion and clear identification of the anatomy, we converted the sleeve into a roux n "y" gastric bypass, resecting the gastric segment where the defect was and a close suction drain was placed. The patient had no further complications and was discharged on pod 10.